Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump no longer beeps to alert him of whiling filling during priming, black spots on screen and was unable to read screen. Customer¿s blood glucose level was unknown. Screen was polarized. The device will not be returned for analysis.

Manufacturer narrative:
Device display properly. No missing segment/partial display or black pot anomaly noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly or audio/beep anomaly noted during testing. Device had cracked lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.